Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. There was no patient involved. The reported condition was confirmed. The investigation identified the cause of the reported event to be the calibration of the return electrode monitoring (rem). The rem was calibrated to address the condition. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during setup, the unit had a return electrode monitoring (rem) test failure. There was no patient involved.